Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the tightness test prior to the surgery, the cuffs are leaking and not holding pressure. No patient involvement or delays. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The device history record (DHR) for the large contour cuff - dp, sb, part number 60750000800 and lot number z000008359, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The device history record (DHR) for the large contour cuff - dp, sb, part number 60750000800, review could not be performed as a lot number was not provided for the reported event. On 29 jan 2019, it was reported from ortopedyczno-rehabilitacyjny that two large contour cuffs - dp, sb were leaking and therefore not holding pressure. On 21 mar 2019, a returned product investigation was performed on the large contour cuffs - dp, sb. The physical evaluation revealed that the returned cuffs were both leaking from the stitched seam causing the ats to trigger a cuff leak detected error. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the large contour cuffs - dp, sb were both leaking from the stitched seam, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.